Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for diabetic ketoacidosis. Customer also reported that the insulin pump was dropped. The blood glucose level was not included in the report. Nothing further was reported.